Manufacturer narrative:
(B)(4). Retainer ring = black, customer returned pump for an alleged cosmetic damage (damaged keypad overlay) found on (B)(6) 2017. Pump received with a blank display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found the battery tube connector plugged in properly to j7/pcb 1 and found shorted and burned electrical components components: motor, force sensor, keypad flex tail, and internal battery. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcb1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, partially detached retainer, serial number label missing, keypad overlay texture damage, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, and cracked battery tube threads. Customer allegation was confirmed with a blank display due to burnt pcb 1. Customer allegation for cosmetic damage(damaged keypad overlay) was confirmed during visual inspection where cracked keypad overlay was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump button had crack and also receive change sensor on fourth day of use. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.